Event description:
It was reported that the surgeon attempted to use tlif bone pusher to straighten the graft in the disc space. As he gently turned the handle to the pusher, one of the tips of the instrument broke off into the disc space. It was necessary for the surgeon to bring the microscope in to remove the broken metal.